Event description:
Kidney donor returned to the or the next day for bleeding. On inspection of the surgery site there was evidence that 2 clips applied had not closed properly. Large hemoclip (lt 400 clips) ethicon endosurgery from the site. Due to the clips not closing properly pt underwent second procedure. Ligating clip cartridge containing 6 large titanium clips